Manufacturer narrative:
The ventilator was investigated on site and the o2 and air gas module were replaced and returned for investigation. Simulated use test of the received o2 and air gas module has not reproduced the described customer issue and have been working as expected. Evaluation of the received device log shows a matching event on october 12 and october 15. In conjunction to the alarms for o2 concentration high there are alarms for low supply pressure. Our conclusion is that the o2 concentration was drifting due to the low supply pressure. Why the supply pressure has been low has not been determined. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the o2 concentration was drifting. There was no patient harm. Manufacturer ref.#: (B)(4).